Event description:
It was reported that the 9900 system locked up with an overload fault during a case, also images were missing. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The images were not saved prior to reboot, therefore, they were lost. The system was retested and found to be working as intended and put back into service.